Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and revealed a longitudinal fissure, approximately 0.5 cm in length, on the blue air vent. The device was gravity tested and revealed a leak out of the crack. The reported condition was verified and the cause is unknown. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed from the air vent of a vented paclitaxel set. This occurred during priming. There was no patient involvement. No additional information is available.